Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.5 - 3.7 inr): qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The maximum difference between measurements was 3 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 5:58 pm, the meter result was 6.5 inr. At 6:29 pm, the meter result was 2.7 inr. There was no allegation of an adverse event. The therapeutic range was 2-3.0 inr. The customer had no anemia, no antiphospholipid antibodies, no direct thrombin inhibitors, no heparin, no changes in medication or diet, and no bleeding or bruising requiring medical treatment. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.